Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to 331 mg/dl while wearing the pod between 4 and 24 hours. The pink slide was not visible, and the patient was unsure whether the cannula was properly inserted into the infusion site (arm). Upon pod removal, the cannula was found to be bent. The patient also reported noticing slight moisture near the cannula area, indicative of insulin leakage. As treatment, a new pod was applied.